Event description:
A customer's dex is not working. They said that they can not read the entire screen. While on the phone an evaluation was conducted. It was learned that most of the "tens and units" digits were missing segments. The customer stated that they did not have difficulty with the missing segments and was able to "figure out" what the display was trying to display. A request was made to return the system for evaluation and in the meantime a replacement unit was provided.